Event description:
The customer reported that the device had a red x and a beep sound occurred when turned off during startup on the philips screen. No report of patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.